Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2015 with the following findings: a review of the pump black box data revealed multiple pump reboot had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked. There was visible rust/corrosion inside the battery compartment and on the returned battery cap. The battery cap was observed to be damaged; the threads were torn/stripped and the cap was not able to secure properly to the pump. The yellow o-ring remained visible. The battery cap contact height measurement was found to be out of specification. A test battery cap was used for the investigation. A leak test was performed and confirmed a battery compartment leak. The pump powered up to a blank screen during testing. The pump¿s auditory and vibratory alerts functioned properly. Further testing was not able to be performed due to the blank screen. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the power issue, investigation revealed a failed display flex. When a test display was inserted, the display functioned properly. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture in the battery compartment. It was noted that the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.